Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: noise seen on both leads during nsvt recording. It is unclear if the patient had a procedure at the time. Lead remains implanted and will be monitored. Should additional information be received, this file will be updated.